Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified, 18mm left anterior descending artery. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross lesion. When the device was removed, it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Distal strut segments 1-2 were stretched in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified, 18mm left anterior descending artery. A 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross lesion. When the device was removed, it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.